Event description:
The device was used during a low anterior resection. Reportedly, the instrument was difficult to open. The surgeon was able to remove the device and tore the tissue at the application site. The hospital has reported no pt injury occurred.